Event description:
The customer reported system is very slow to boot up, and scout shot resulted in a dark screen. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reset the cmos settings and reseated connectors and pcbs. System operates as intended. (B) (4).